Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The arteriotomy was a 6fr. Reportedly, an unknown device failure occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The returned condition of the device indicates the device was deployed out of sequence such that the plunger was pulled prior to deploying the needles. In the absence of a reported failure mode, a conclusive cause for the reported event could not be determined and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review was not performed as a specific failure mode was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.